Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during the transfemoral (tf) tavi procedure, balloon leak was observed and commander delivery system with sapien 3 ultra resilia (s3ur) valve were retrieved. Although the patient's vessels exhibited severe scoliosis and tortuosity, due to advanced age, the tavi procedure was performed via the tf approach. Valve alignment of the s3ur was carried out at a straight segment of the delivery vessel, and the valve was positioned correctly between the markers without issue. Since the delivery system (ds) encountered difficulty crossing the aortic valve, a small amount of contrast was injected to facilitate passage. The system crossed successfully; however, blood entered during deflation. As the balloon was ruptured, retrieval was performed. The s3ur valve was also retrieved together. A second s3ur kit was set up, and the s3ur 20 mm valve was implanted without issue. The patient was then transferred out of the operating room. It was reported that the ds balloon might have been damaged during alignment. Per the clinical specialist, there was no damage to other device components, and no adverse health effects occurred in the patient. The balloon damage is located on the distal side.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak and difficulty crossing native annulus were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU /training materials revealed no deficiencies. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. Available information suggests that patient factors (tortuosity) likely contributed to the crossing difficulty, as the patient had severely tortuous anatomy. This patient factor may cause constrained sections of the anatomy that interfere with passage of the delivery system and create difficulty during crossing. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Additionally, the customer also reported that "patient's vessels exhibited severe scoliosis and tortuosity". Although no difficulties were reported with valve alignment, aligning the valve at an angle could increase the surface contact between the valve struts and the balloon due to non-coaxial positioning. This can cause pinhole damage to the balloon, potentially leading to balloon leakage. As such, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, crimped valve interaction with balloon) may have contributed to the balloon leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.